Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) below 50 mg/dl. Reportedly, the customer naturally runs low. Customer consumed food to treat bg level. Multiple attempts were made by tandem technical support to inform customer of t:connect findings; however, the customer did not respond.